Manufacturer narrative:
Livanova (B)(4) manufactures the s3 mast pump. The mast mounted s3 dhp (50-40-60) and panel (50-70-60) are components. The incident occurred in (B)(6). This medwatch report is being field on behalf of livanova (B)(4). The defective device was returned to livanova (B)(4) for investigation and repair. During investigation, the reported failure was reproduced. The complete s3 front panel and plexi cover were replaced to resolve the failure. The device was cleaned and disinfected and a subsequent test run was performed without further failures. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s3 mast pump. The mast mounted s3 hdp (50-40-60) and panel (50-70-60) are components. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that there was an error displayed on the pump panel. This occurred when not in use and after potentiometers were replaced. As this occurred during maintenance, there was no pt involvement. The investigation is ongoing. A f/u report will be sent when the investigation is complete.

Event description:
Sorin group deutschland received a report that there was an error displayed on the pump panel. This occurred when not in use and afer potentiometers were replaced. As this occurred during maintenance, there was no pt involvement.